Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component was successfully deployed. While trying to deploy the contralateral leg component, it was reported that the device became stuck within the contralateral gate. The physician had to apply strong force against the resistance to try to overlap the devices. The contralateral leg component deployed by itself once the physician began to pull back the delivery catheter. It was reported that the delivery catheter had become detached distally and a snare technique was performed to retrieve the broken device. Due to an inadequate overlap length from the previously implanted devices, another contralateral leg component was implanted to achieve the correct seal length. The patient tolerated the procedure and no further complications were reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.